Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The sales rep indicated that the anti-migration barb pierced the deployment sheath and the optease filter got stuck in sheath. No patient injury was reported.